Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during patient ventilation, the ventilator screen went black. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. The event was reported to have occurred on (B)(6) 2025, in the respiratory department. Further clarification showed that the black screen was discovered during startup by a nurse; the machine was not connected to a patient and caused no harm to any patient. Following the event, the device was repaired by a third-party maintenance company. According to the information provided, the issue was attributed to a defective power supply; however, the specific root cause could not be further identified. Possible contributing factors include component aging, overvoltage, static electricity, and environmental humidity. Hospital maintenance services are outsourced to a third-party provider. Following the replacement of the defective component, the device worked as intended and the ventilator is now back to normal operation.

Event description:
Further clarification showed that the black screen was discovered during startup by a nurse; the machine was not connected to a patient and caused no harm to any patient.